Manufacturer narrative:
Product complaint #(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify if the patient suffer from any consequence due to the issue? The procedure completed success fully with another foil of the same code. No consequence associated with the patient. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a pyeloplasty procedure on (B)(6) 2022 and suture was used. The suture pulled off the needle with a newly dispensed suture when it was opened to prepare for surgery. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent to FDA: 08/26/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 analysis summary: one opened complaint sample nucryl top foil along with overwrap and needle received for investigation for code nw5086 lot v8007. Impacted product suture was not received for investigation. Received needle was visually inspected under magnification and it has been observed that the needle was cut with sharp object from needle bore, in addition several user instrument marks and bent up appearance right behind the break area were observed. This indicated that the needles were grasped with force. Retain sample analysis summary: five retain samples of incident code nw5086 lot v8007 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. All the individual as well as average needle pull-off values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Batch manufacturing records of nw5086/v8007 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for straight pull test and needle pull-off value found to meet the specification requirement. (B)(4). Date sent to FDA: 08/26/2022.